Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge registered nurse reported that the new transducers are not staying connected to the lines of the machine causing blood loss to patients. Upon follow up, the nurse reported that the new transducers were not staying attached during treatments and this has occurred several times but did not have a quantity or dates associated. The patients experienced an unknown amount of blood loss, but all blood was returned to the patients. There was no patient injury or medical intervention required as a result of the events. The 2008k machines did alarm during each event. Treatments were completed using new supplies and the same machines. The nurse could not confirm if the samples were available to be returned.